Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. Unit was tested on an in-house system in normal mode triggering error 319. During visual inspection, no issues were found related to reported problem. During patient side cart fixture test platform (pftp) testing the unit failed fiber test due to rolling loop fiber low descending values. After installing a golden rolling loop fiber, the unit passed fiber retest. Once testing was complete the rolling loop fiber replicated the 319 error. As a result of these findings failure analysis was able to conclude that the rolling loop fiber was found to be the root cause. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 84 appeared on the system. The customer hard power cycled but then error 319 followed. The customer disabled the universal surgical manipulator 2 (usm2) to resolve the issue. The procedure was continued with the remaining 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system did not initially power on without errors. The customer was able to complete the procedure robotically with the remaining 3 arms after resolving the error.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.